Event description:
The customer reported that while the unit was in use on a pt, the unit failed to autofill and displayed a "maintenance code require, #3". The pt was switched to another unit and therapy was continued.